Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring battery voltage of 2.92 volts while in storage mode. Rf telemetry had been deactivated. A boston scientific crm technical services (ts) consultant recommended not using the device, requesting that the device be returned for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.